Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that multiple machines are running slow during login/pulling medications causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist dialed into the or-3 station shrink station's database to free some space in station's db, changed network speed and duplex from auto-negotiation to 100mbps half-duplex, repaired the med app and reboot the station. The system functioned as intended after the technical support specialist troubleshooted the device.